Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, it was observed the device's lcd display was cracked and not viewable. The device's lcd display needs to be replaced to address the issue.